Event description:
It was reported the healthcare provider suspects a lead migration. It was stated when the patient came into the office on the day of report the stimulation was off and the patient did not feel any stimulation on the current program until over 4 volts. It was noted the patient felt stimulation in a lower area than usual with the program she had coming into the session. Reportedly there were high impedances on some of the bipolar pairs. It was stated the cause of the event was due to the lead and that the patient had just moved to a new house and was doing a lot of painting and lifting. It was noted all combinations with lead three had impedance greater than 4000 ohms. Reportedly lead three was not working because of high impedances, lead one and two were reprogrammed and kept at 3.0 volts.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va02r42, implanted: (B)(6) 2012, product type: lead. Product ID: 3093-28, lot# va02r42, implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).